Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00211, 400-03-361, s809 - trauma, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - patient fell and dislocated.